Event description:
(B)(6) customer's mother states her son's blood reading on the contour usb meter was 0.8 mmol/l. His reading on an different system was 22.3 mmol/l. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer's test strips are expected to be returned for eval.

Manufacturer narrative:
Incorrect lot# was provided initially. The correct lot# is 1kc3f12. The returned test strips were evaluated and gave results of e01, indicating that strips received too litte sample. A foreign white powdering substance was observed on the strips which likey caused the error. Customer misuse is suspected. Retention lot# gave satisfactory performance.

Manufacturer narrative:
In some countries outside the u.s, customer info is not provided due to privacy laws.